Event description:
A file separated in the canal,during a procedure. The canal was filled with the separated piece in place without sequela. The tooth is reported to be asymtomatic and no further treatment is planned. Please note that the date of event indicated is approximate.